Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was damaged at the introducer. The device was replaced with another to continue the procedure. A second clip was prepared and advanced into the patient anatomy. However, it was unable to open once inside the anatomy. Troubleshooting was performed without success. The device was removed and replaced with another to complete the case. One clip was deployed, reducing mr to grade 1.

Manufacturer narrative:
All available information was investigated, and the reported torn clip introducer was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn clip introducer was due to preparation circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.